Event description:
It was reported the patient did not have stimulation sensation. It was stated they did not feel stimulation. It was noted they stopped feeling stimulation 10 days prior to report. It was noted there were no falls, trauma, or procedures that had occurred. It was stated they had charged 10 days prior to report and they still had ¾ battery charge. It was noted the felt stimulation when they had charged. It was stated they had charged the battery to full. It was noted later on that day the patient realized that they did not feel stimulation. It was stated they confirmed with the recharger that their device was completely charged. It was noted they did not check to see if the stimulation was on or off by using the patient programmer. It was stated the patient did not have aaa batteries in the patient programmer. It was further reported the received assistance from their doctor and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).